Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 52 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the extraction procedure. Approximately from 3cm to 5cm and from 21cm to 24cm proximal to the lead tip the lead was covered in body tissue and fibrotic growth. Calcifications are known to cause high impedances, thus it is assumed to be the root cause of the observed high pacing impedance. Furthermore, cuts into the insulation were observed which most likely occurred during the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to high impedance. No adverse patient events were reported. Should additional information become available, this file will be updated.